Event description:
The lay reporter's brother contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate readings on his brother's one touch ultra easy meter. A (B)(4) sent follow up questions and the agent was unsuccessful in getting a hold of the patient. The complaint was classified based on the initial call. The reporter mentioned that he needed control solution to check his brother's meter, which he just received last week from the hospital. Reporter mentioned that on (B)(6) 2012 around 8:45pm, the patient had tested his blood glucose and obtained a result around 5 mmol/l. He then ate some biscuits and during eating the food he collapsed. The patient's mother went next door to contact the neighbor and was treated with lucozade at 8:50pm. The patient was not tested on another device. Patient no longer has the subject meter to return to lfs. The complaint is being reported since the reporter alleged that due to the alleged readings, the patient ate food and shortly later passed out and was treated by a neighbor with lucozade.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118.(B)(4).